Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, and the keys stopped working. The customer stated it was very humid in her town. Her blood glucose level was 255 mg/dl, which she treated with the insulin pump earlier. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.